Manufacturer narrative:
The customer discarded the device and it was not returned for evaluation. Therefore no evaluation could be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient experienced excessive bleeding during a procedure. Immediately after the first pass of the device, there was arterial bleeding due to neovascularization of the necrotic tumor which was sliced, as well as platelet dysfunction caused by non steroidal anti-inflammatory medication. They turned the patient to the side and introduced epinephrine and iced saline. They also did occlusion with scope and suction. The bleeding stopped and the airway was cleared. The patient was transferred to post anesthesia care unit and extubated. They re-intubated 15 minutes later with hypercapnia and altered mental state. It was found that the patient had acute myocardial infarction. The course was prolonged in intensive care unit and developed pneumonia during re-intubation. Palliative care was care. There was no reported device issue.